Event description:
The caller reported an error with their continuous glucose monitor (cgm), identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for completing a pump reset, and the caller successfully initiated their sensor session without further errors.